Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. The customer thought that the bag inside the cartridge might be damaged, as the customer was able to keep pulling air from the cartridge. There was no impact to the customer's blood glucose level. As tandem technical support was not contacted at the time of the reported issue, troubleshooting was not performed.